Event description:
Asku

Event description:
It was reported that the threshold increased after implant with occasional loss of capture. During the repositioning, blood was observed on the insulation. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) : the full lead was returned and analyzed. Analysis results revealed the outer tubing overlay was breached cut. Blood/body fluid was present on the outer tubing overlay. The defib conductor was distorted, there was a cosmetic outer insulation depression, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.